Manufacturer narrative:
Additional devices involved in the event: bat312187 - battery / catalog number 1650 / expiration date 31jan2017 / manufacturing date 16jan2016 / UDI #: (B)(4). Method code(s): visual inspection analysis of data log(s), interoperability evaluation. Actual device evaluated. Results code(s): interoprability problem. Conclusion code(s): design deficiency. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms involving bat312187 and bat318614. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This is indicative of a communication error between the controller and battery. Analysis of the battery revealed that the device passed visual examination and functional testing. Heartware is investigating communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad equipment manager that log files were sent on (B)(6)2016 and it was noted there were two occurrences of critical battery alarms: bat312187 on (B)(6)2016 at 1339 on port 1 and bat318164 on (B)(6)2016 at 1311. Per log file analysis, battery charge was not less than 10%. Controller power ports were assessed and found to be intact according to the site. The batteries were removed from service and replaced. The issue resolved with the replacement device. It was further stated that the patient did not report power switching with these batteries.